Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) stated the tubing line of a combi set came apart at the t-junction during hemodialysis (hd) treatment on (B)(6) 2023. The bmt confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Per bmt the estimate blood loss was 300ml and stated blood was not returned and the patient was unable to complete treatment. The implicated sample was available to be returned for evaluation. Photos were provided for the investigation.

Event description:
A user facility biomedical technician (bmt) stated the tubing line of a combi set came apart at the t-junction during hemodialysis (hd) treatment on (B)(6) 2023. The bmt confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Per bmt the estimate blood loss was 300ml and stated blood was not returned and the patient was unable to complete treatment. The implicated sample was available to be returned for evaluation. Photos were provided for the investigation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the devices were not returned to the manufacturer to date and a physical evaluation could not be performed. However, photos of the alleged malfunction were received. According the photos received, could be observed a separation from saline line to saline ¿t¿ connector. The sample is not available for physical analysis. The alleged failure mode was confirmed with the photos received. This kind of failure mode could be caused due to an incorrect solvent application on the component or due to a lack of solvent during the assembly of the components. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The complaint was confirmed.